Event description:
The customer reported that the product was open onto a sterile trolley. The scrub nurse flushed the catheter and noticed that the tip was misformed. There was no reported patient injury. No further information was provided.

Manufacturer narrative:
This event was identified during internal quality system activities. Upon review, the manufacturer determined the event meets FDA criteria for reporting. The report is being submitted to ensure accuracy and completeness of MDR files. This submission does not reflect a change in device performance or patient risk. The awareness date corresponds to when the manufacturer became aware of the event details. All information reasonably known to the manufacturer at this time has been included. The reported event was confirmed via the pictures provided. The likely root cause for this type of device damage/failure mode is storing the device packaging in the vertical position such that the tip of the dialysis catheter tubing is pointing down. Tip of catheter can get bent backward/damaged under the weight of the dialysis catheter device, i.e. Tip pushed against the tray side wall. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.